Event description:
It was reported that noise was observed, prompting the physician to look at films taken a couple of months previous. At that time, externalized conductors were noted but not addressed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.